Manufacturer narrative:
The patient's product details could not be confirmed as of the date of this report. This report is submitted december 13, 2016, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, due to chronic granulation and tissue overgrowth with bleeding at the implant site. The implanted device remains.